Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It may be possible that anatomical morphology contributed to the slda; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted, p3 flail, large left atrium, and high fossa on the septum. A clip delivery system (cds) was advanced to the mitral valve; and the clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). A second clip was deployed to stabilize the slda, and further reduce mr. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.